Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; pinn mar eto lip lnr 28idx52od hip acetabular liner; pinnacle 300 acet cup 52mm hip acetabular cup; unknown hip femoral stem; unknown acetabular cup screws x 3.

Event description:
The surgery was performed on (B)(6) 2018. Via tha. It was reported that the cup (p/n: 121703052) was dislocated when the surgeon reducted after implants were inserted. So, the surgeon explanted the cup and the liner (p/n: 122428252). The surgeon fixed the sector cup with 3 screws and reinserted the newly opened same size liner. The surgery was completed within a delayed less than 30 minutes delay. No further information was provided by the hospital.